Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10june2019. The field service engineer (fse) performed troubleshooting and received a "bad touch" error. The fse replaced the user interface assembly and resolved the issue. The unit was tested and deemed fully operational. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation. Therefore, the root cause of the reported issue could not be determined.

Event description:
The manufacturer's field service engineer (fse) reported that the touchscreen would not calibrate during maintenance. There was no patient involvement.